Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the jaw of the reload was open. Functional testing found that the reload was unloaded from the returned handle. The reload was loaded into a representative pmv handle and the returned handle. The interlock was overridden, and the reload was applied to test media. All staples were placed, and test media were transected. The reload interlock was tested and found to function properly. It was reported that the device partially fired, there was difficulty retracting the knife blade, and the device locked on tissue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: device pre-fired. Functionally, the reload was pre-fired and the interlock was engaged. Staples were protruding from the proximal end of the staple cartridge channel. The sled was slightly advanced. The product analysis noted evidence that the device was not used as intended. This issue may occur when the firing button has been partially compressed and then the open button is pressed after pressing the green firing button. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egiaushort, egiaushort endogia ultra univ sht stap, (lot #unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open distal gastrectomy, at the time of open lumbar resection, the firing stopped immediately after being squeezed, so it could not be advanced or returned from there, and the tip of the cartridge could not be opened. When the green button and handle were held and released repeatedly, the tip of the cartridge was opened and the product was released. The handle and reload were replaced to resolve the issue. There was no patient injury.